Event description:
The device is a new port used for laparoscopic cholecystectomy. A single site laparoscopy fixed length retractor by ethicon broke while in use in a patient. Ehticon representitive was present. Item replaced with new device. Broken device showed signs of destruction and was exchanged for same replacement.